Manufacturer narrative:
Discus dental received a complaint on (B)(6) 2017, in which patient initially experienced pain during zoom in-office teeth whitening procedure. Ten minutes later, hives appeared on patient's face, back and arms. Steroids were prescribed by the medical doctor. The patient was feeling better 2 days after the event and was healed one week after the incident. Investigation: the kit and gel were used up during the procedure and were not returned. Reviewed complaints history, no other similar incident was reported from the same lot numbers. Reviewed the device/batch history records of gel, sku: (B)(4), lot: 17030021, zoom whitening kit, sku: (B)(4), lot: 17040011, UDI: (B)(4), and zoom whitespeed lamp, sku: (B)(4), sn: (B)(4). No out of specification or discrepancy was found. The retain sample of the whitening gel, sku: (B)(4), lot: 17030021, was tested on 07/20/2017, and results were within specifications. Reviewed direction for use of the kit. The dfu describes candidate qualification, warnings, ingredients, treat for tooth sensitivity, and other precautions. A potential cause for hives breakout would be an allergic reaction to one of the product ingredients. In addition, as described in dfu, pre-existing tooth sensitivity may have contributed to the pain and sensitivity experienced during the procedure. Based on the investigation results and available information, discus dental concludes there was no product failure or malfunction. The whitening kit and gel were used up.

Event description:
Discuss dental received a complaint on (B)(6) 2017, in which patient initially experienced pain during zoom in-office teeth whitening procedure. Ten minutes later, hives appeared on patient's face, back and arms. Steroids were prescribed by the medical doctor. The patient was feeling better 2 days after the event, and was healed one week after the incident.